Event description:
It was reported that this right ventricular lead exhibited oversensing and pacing inhibition. Reprograming options for the device were discussed. This lead remains in service. No further adverse patient effects were reported.